Manufacturer narrative:
The pump passed basic occlusion test and displacement test. No motor error alarms were noted. The pump was unable to be primed during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 187mg/dl. It was reported that the device would be replaced and returned for analysis.